Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The UDI is unknown because the serial number, lot number was not provided. During processing of this incident, further information regarding patient weight and complete device information was requested but not received or unknown.

Event description:
Related manufacturer reference number: 1627487-2022-05640. It was reported that patient had a fall and experienced ineffective stimulation. Lead diagnostics showed that all contacts, except contacts 1-4, had high impedances. Reprogramming was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-05639, should not have been reported as a medical device report (MDR) as there is no indication the device caused or contributed to the issue.